Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. "Failed data transfer patient data and save logs from online and assist are available." Further investigation required. For a preliminary or final risk assessment, further investigation results regarding the cause and risk coverage is required. Corrective action is pending final investigation. No information was reported that suggests that a mistreatment or serious injury has occurred. No other products are concerned.